Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. Evidence of use was observed throughout the sample. Manipulation of the catheter revealed it to preferentially kink near the 2 cm depth marker. The sample was flushed with water using a 12 ml syringe and a leak was observed between the 2 and 3 cm depth markers. Microscopic observation of the leak location revealed a circumferential split. The split surfaces were rough and granular. Creases and material whitening were present at the split edges. The split characteristics suggest that catheter kinking and material fatigue likely contributed to the formation of the split. The product IFU precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s that "nurse states that they have a 4 fr powerpicc that is leaking close to where the statlock is secured. He states the nurses stated it has been leaking for 3-4 days. He sates that the powerpicc flushed without difficulty and does have a blood return. He states he attempted to flush and there is no leaking at the insertion site an there appears like there may be a hole in the powerpicc where it is leaking. He sates the power PICC was placed 2 weeks ago at a different facility and does not have the product code or lot number for the powerpicc. He is asking if the powerpicc can be repaired. He is planning on removing the powerpicc and placing a midline. Rep responds that the powerpicc is not repairable."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s that "nurse states that they have a 4 fr powerpicc that is leaking close to where the statlock is secured. He states the nurses stated it has been leaking for 3-4 days. He sates that the powerpicc flushed without difficulty and does have a blood return. He states he attempted to flush and there is no leaking at the insertion site an there appears like there may be a hole in the powerpicc where it is leaking. He sates the power PICC was placed 2 weeks ago at a different facility and does not have the product code or lot number for the powerpicc. He is asking if the powerpicc can be repaired. He is planning on removing the powerpicc and placing a midline. Rep responds that the powerpicc is not repairable."